Event description:
Customer reported fluid leaked from the pump segment during an infusion of magnesium. The administration set was replaced and the infusion restarted without incident. There was no patient harm reported and no medical intervention was required. Customer did not provide additional event or patient information.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.